Event description:
Information by the surgeon's office: at the check up on (B)(6) 2019, a fracture was noticed in the lateral x-ray image in the area of the regenerate. The screw looked bent, but in the end it was broken. The patient did not report any event (fall etc.). During the follow-up it is noticeable that in the patient after permission for full weight bearing (from (B)(6) 2019) the screw was already bent at the next check ( (B)(6) 2019) (although somewhat more discreet than at the end). The patient is of normal weight (bmi 22.6). It follows from this: the bent screw was first noticed on (B)(6) 2019; the broken intramedullary lengthening nail was noticed on (B)(6) 2019.